Event description:
It was reported that the person with diabetes had 1 infusion set where the plastic cannula housing completely detached from the adhesive on body. Doesn't remember that this impacted her bg levels at all. It happened randomly; tubing was not snagged. Patient just noticed the tubing was dangling. She resolved with infusion site change. Patient reported another cleo infusion set that she changed out early due to a line blocked alarm which resolved the alarm. Then she noted that 2 other infusion sets did not adhere upon insertion. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white female, 41 of age.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.